Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). : on unreported date, the patient was treated with vancomycin 0.5 gram (route, frequency, and duration not reported) and cefazolin 1 gram (route, frequency, and duration not reported) for the peritonitis. After 21 days of hospitalization for the peritonitis event, the patient was discharged. It was reported that the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluid. The same day, the patient was hospitalized for the event. The patient was treated with cefazolin and ceftazidim (1 gram, 4 times per day) intraperitoneally (ip) for peritonitis. The cause of the event was unknown. At the time of this report, the patient was recovering from the event of peritonitis. Pd therapy was ongoing. Additional information was not available.